Event description:
While bringing patient out of the MRI scan room after completion of the study, the table was locked and secured on the undocking table, the table began to slide down off the front of the dock slowly until the table had come to a bump on the floor (foot of table, head maintained its propped position). Techs were with patient and immediately began securing the table and assisting in sitting the patient up. Patient did appear to bump his foot slightly and his right hip as the table bumped while falling down. Radiologist came down to the department, as well as patient nurses who determined the patient could return to the floor. Siemens will be sending someone to work on and look at this issue immediately. No harm to patient.======================manufacturer response for MRI-docking station table, (brand not provided) (per site reporter).======================device #1is this a laboratory device or laboratory test?no.